Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no esc and act button response due to corroded keypad traces. No moisture damage inside pump noted and no ramping numbers on its own or scrolling bar moving anomaly noted. The pump was received with scratched lcd window, cracked case near display window corners, broken reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the insulin pump had keypad anomaly. Husband stated the numbers on their keypad were scrolling. Customer's blood glucose was 300 mg/dl. He stated the insulin pump was exposed to water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.